Event description:
Resident found at bedside with posey vest restraint belt wrapped around her neck. Was transferred to the hospital and pronounced dead. Incident called into michigan department of public health ( complaint # a-92-0884)and attorney generals officeinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: storage/shipment, failure to follow instructions, incorrect technique/procedure, misapplication of device. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.